Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since around (B)(6) 2018, the patient has been having trouble getting the ins to charge properly, which was clarified to mean that they have been needing to charge every day for 3-4 hours. No symptoms were reported. It was confirmed that when the patient was recharging, the ins was off, they were getting 8 coupling boxes, and would charge until they got the charge sufficient / charge complete screen. It was reported that the patient recently had reprogramming to high density (hd) settings to assist with their pain. It was reviewed that changes to programming can affect the frequency of recharging. It was recommended to have the patient see their doctor to adjust programming to resolve the issue. It was noted the patient was going to contact their manufacturer representative (rep) instead. No further complications were reported/anticipated. Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient was charging every day. The patient said the ins used to last a whole day and now it was lasting less than a day. The rep said the patient was reporting that the ins battery was lasting less than average (1 day) and they had to charge more often. The patient was using 1 program with hd settings. The rep said that some days the ins would last the entire day, but within the last week it would delete to 0. The rep confirmed no changes to programming or amplitude and impedances appeared "normal". The rep also noted that average coupling was 8 bars. The rep performed an impedance check which showed 477 ohms and also provided the following settings: 5.2v, 90 us, 1000 hz, 2 anodes, 2 cathodes, 24 hours a day, bol - 2.25 days and eol - 1.80 days. Technical services (ts) reviewed the recharger statistics and it showed that the ins battery was in fact lasting less than expected when comparing to calculations. Instead of 1.8 days it was lasting ~ 1.5 days. The patient had not charged to 100% in the last two days. The recharger statistics showed instances where coupling was 0 bars or poor at 2 bars. Ts advised that making changes to programming and having the patient charge to 100% multiple times may help address issue. The rep noted at the end of the call that they would try to change rate to 800 from 1000 hz. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The rep indicated that they had no more information available. The actions taken to resolve the issue were as instructed by technical services to have the patient charge to full. The issue hasn¿t been resolved. Additional information was received from the patient on (B)(6) 2018. The patient indicated that their stimulator reached end of life (eol) so it was going to be replaced in january. They have been having trouble for some time charging it, on and off, and now it is very difficult for it to achieve and maintain any kind of charge. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-08. The patient¿s weight at the time of the event was unknown. The patient reported the same issues at a follow up visit after complying with recommendations. Eol indicator has not been active. It was unknown when replacement surgery would occur. The explanted components would not be returned for analysis because the hospital does not send. This was confirmed with the physician/account. No further complications were reported/are anticipated.